Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2012 and straps were used to fixate the mesh. The straps did not fixate the mesh very well in the cooper structure and the mesh migrated and the patient experienced a recurrent hernia. The patient underwent another hernia repair procedure. During the procedure, the mesh and straps were removed.